Event description:
Limited information is known. A baxter global complaint coordinator reported a system 1000 hemodialysis machine shut down and the screen went blank during a patient treatment without an alarm. The treatment was halted and the blood in the extrocoporial circuit was returned to the patient.